Manufacturer narrative:
The returned device was evaluated and fluid was observed above the plunger in the reservoir indicating the o-ring to be inadequate. An inadequate o-ring has a direct effect on the delivery of insulin and can be confirmed as the cause of the reported failure to deliver insulin.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to 280 mg/dl. As treatment, the patient applied a new pod.